Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, loss of capture was noted on the left ventricular (lv) lead. Fluoroscopy was performed and dislodgement of the lv lead to the coronary sinus was observed. The replacement procedure was discontinued when a dissection of the coronary sinus was found. The lv lead was explanted and the lv channel was programmed inactive. The patient was in stable condition and will continue to be monitored. The physician indicated the dislodgement was not due to a product malfunction, and was likely due to the ambulation of the patient's arm. No further intervention will be pursued to resolve the dissection.